Event description:
The customer who is paramedic reported that the patient experienced sweatiness and a loss of consciousness. The paramedics received a reading of 106 mg/dl on their precision xtra meter when they tested a patient's blood glucose level. As a result, they treated the patient for other issues and transported the customer to the hospital because he was non-responsive. However, when they brought the patient to the hospital, the hospital received a reading of 38 mg/dl 30 minutes after the initial reading and the patient was diagnosed with severe hypoglycemia. The customer was treated with a glucose injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.